Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation : analysis of the returned device identified, broken shell, black particles in the shell and underweight. A visual and microscopic analysis was performed which identified, crease sharp broken on radius and stress marks. Base on the device analysis, the final assessment is: a crease sharp broken on radius assessed, as fold flaw opening.

Event description:
Healthcare professional reported, right side rupture. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.